Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the patient's father/reporter claimed the patient's blood glucose was in the 300's mg/dl for 3 days. Reportedly, the elevated blood glucose began after there was "hard impact to the pump." The patient allegedly had symptom of "vomiting" at the time of concern. The reporter claimed the patient's blood glucose did not return to normal range with bolus insulin via the subject pump; however, when the patient went to the backup plan and took bolus insulin via the syringe, his elevated blood glucose abated. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There was no sign of illness, no change in diet or activity to affect the patient's elevated blood glucose. The reporter felt the "hard impact" on the subject pump may have been a factor to the alleged hyperglycemic episode. This complaint is being reported because, the patient had symptoms that can be suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions indicating a pump malfunction found in the pump histories. A rewind, load, and prime sequence was performed with no alarms or warning occurring. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad was torn at the up arrow and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons responded normally to button presses; however there was evidence of contamination found under all button contacts. Evaluation also revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.